Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of a -12.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2024, the lens was exchanged for same size lens, different power due to refractive surprise and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/deformed/stretched out. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).